Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp balloon did not crosse the guide wire and was found defective". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray/carton. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker. The peel away sheath was noted on the iabc outer lumen. The one-way valve was tethered to the short driveline tubing. A red end cap was noted on the iabc luer end. The bladder was fully unwrapped. The iabc cen-tral lumen was noted kinked at multiple locations at approximately 10.2cm, 11.5cm, 13.2cm, 13.7cm and 15cm from the iabc distal tip. No blood was noted on the interior or the exterior sur-faces of the returned sample. The sample was likely cleaned prior to its return. No other visual damage or abnormalities were noted to the returned sample. The original packaging tray was noted with damage to the "arrow" packaging sticker. The arrow sticker was noted cut/ripped. This packaging sticker is not to be removed. This condition indicate a potential that the catheter was not prepped per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied sy-ringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufac-turing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 10.2cm, 11.5cm, 13.3cm, 13.8cm and 15cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was con-ducted for the lot number with no relevant findings. The device passed all manufacturing specifi-cations prior to release. The reported complaint that the "iabp balloon did not crosse the guide wire" is confirmed. During the investigation, the iabc central lumen was noted kinked at multiple locations, and resistance was noted at the locations of the kinks upon passing the guidewire through the iabc central lu-men. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service for the customer is re-quested to reiterate the appropriate method for iab prep/removal from its packaging. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iabp balloon did not crosse the guide wire and was found defective". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon did not crosse the guide wire" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "iabp balloon did not crosse the guide wire and was found defective". Additional inforamtion states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".